Manufacturer narrative:
The navlock was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The instrument had many impact marks at the back end causing the reported issue with the mating tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the thoracic probe was found damaged at the end of the case. It was jammed up in the navlock tracker and a mallet was used to separate it. The navlock worked fine with the other instruments. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the thoracic probe was found damaged at the end of the case. It was jammed up in the navlock tracker and a mallet was used to separate it. The navlock worked fine with the other instruments. There was no delay to the procedure. No impact on patient outcome.